Manufacturer narrative:
The device is reported to be available for evaluation ,however, it has not yet been received.

Event description:
The event involved a 9" (23 cm) smallbore ext set w/microclave® clear, 0.2 micron filter, clamp, luer lock where the customer reported that the filter starts leaking from the air vents within a couple of hours of the infusion. There was patient involvement; harm was not reported as a consequence of the event.

Manufacturer narrative:
D9 - date returned to mfg: 1/3/2025. One (1) used list# mc330533, 9" connected to two (2) used unknown, back valve were returned for evaluation. As received an unknown dry solution on the filter vents was observed, no additional damage or anomalies were found. The set was test and a leak from both filter vents was observed. Complaint of leaks can be confirmed based in the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.